Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that a red call doctor icon was observed on the communicator indicative of high out-of-range shock impedance measurements greater than 125 ohms on the right ventricular (rv) defibrillation lead. This rv lead remains in service. No adverse patient effects were reported.